Event description:
It was reported that during removal of a vena cava filter, one filter leg detached. The detached filter leg remains in the ivc. The user facility sent two reports to the FDA, indicating that there was an injury; however, the user facility later reported to manufacturer that there was no pt injury.

Manufacturer narrative:
The user facility report numbers are (B)(4). A manufacturing review was conducted and there was nothing found to indicate there was a manufacturing-related cause for this reported event. The lot met release criteria. The investigation is currently underway.